Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspects medical device component involved in the event: model number/catalog number: sc-2408-56 serial number: (B)(6). Batch/lot number: 7084974 model/catalog description: avista MRI perc lead kit 56 cm unique identifier (UDI) #: (B)(4).